Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. H3, h6: multiple fdd/annex a codes were reported. A1102 was coded for the "localizer faulted" error message. A05 was coded for camera displayed an amber light, and the nditoolbox console indicated that both "bump" and "internal temperature" were on. The system was serviced in the field by a medtronic representative. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving a "localizer faulted" error message for optical cases. The camera displayed an amber light, and the nditoolbox console indicated that both "bump" and "internal temperature" were on. The issue was identified as either the camera being bumped or erroneous bump detection, necessitating camera replacement. There was no patient involved.

Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot #: p901351, ubd: unknown, UDI#: unknown. The 9735821r camera case part was returned to the manufacturer for evaluation. The returned positioning sensor unit (psu) has scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low and intermittent firmware incompatibility. There was a battery voltage low along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .442mm with a passing threshold of .250mm. Code c08 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.